Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4). Analysis of the ins revealed the setscrew was backed out too far.

Event description:
A healthcare provider (hcp) reported there was a faulty device the day of surgery; the device was not functioning. The device was replaced. The device was used with/in a patient, but there was no patient death or injury. Follow up is being conducted to determine when the non-functioning device was observed, if the patient experienced any symptoms, the cause of the device not functioning and troubleshooting performed, as well as event resolution. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that this was the first implant for the patient. The health care professional (hcp) inserted the lead and tightened the setscrew with the torque wrench but the lead would not stay in and would slide right out of the header block. The implantable neurostimulator (ins) was replaced with a new one and everything was fine. The patient was doing well after the surgery. If additional information is received, a follow-up report will be sent.